Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer about an implantable neurostimulator (ins) implanted for spinal pain. It was reported that the patient's ins was taken out due to battery life. No further allegations/complications were reported.